Event description:
It was reported that during an interventional vascular - carotid stenting procedure, deployment difficulties were encountered. It was reported that during deployment of the stent, the carotid wallstent monorail delivery system 'ruptured" and the wallstent was displaced and did not cover the lesion. Pt status following the procedure was reported as 'stable'. Multiple attempts to obtain add'l info have been unsuccessful.